Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of facial swelling and rash are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks and 2 months later had another injection with juvéderm volift with lidocaine in the lips. About 10 months after later, the patient woke up with facial swelling. Patient had a sore throat and rash the same day. It was the injector's opinion that the patient had a response to something else. Patient had a cough or some kind of illness that was attributed as some kind of immune response. Patient was treated with prednisone and symptoms resolved. This is the same event and the same patient reported under MDR ID #3005113652-2018-01819 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma with lidocaine.